Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm on (B)(6) 2024. The patient¿s sensor site bled after insertion. The sensor was removed, and the patient¿s child put two bandages on the area, but the patient bled through both bandages. The patient¿s child also put pressure on the area. Around 6:30pm, the patient was brought to the emergency room as the bleeding continued. At the ER, the patient was injected with an unspecified medication to stop the bleeding. The patient recovered and was discharged home around 9:30pm the same evening. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.